Event description:
The customer reported the device will not turn on. There was no reported patient involvement.

Manufacturer narrative:
(B)(4): the customer reported the device will not turn on. There was no reported patient involvement. A philips field service engineer evaluated the device. The fault was confirmed and traced to be a faulty (dead) display. The field service engineer replaced the display to resolve the problem. All performance assurance tests passed and the device was put back into use.